Manufacturer narrative:
Therapy date: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
From the journal article, it was found that one patient was implanted with ncb plate and underwent revision due to dermal ulceration (loose fragment). Journal article: d. Eschbach. One year after proximal or distal periprosthetic fracture of the femur -two conditions with divergent outcomes injury, int. J. Care injured 49 (2018) 1176¿1182.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend analysis could be performed as no item numbers are available. Event summary: it is reported that one out of 73 periprosthetic fractured patient in the study underwent soft tissue debridement due to dermal ulceration 6 months after the osteosynthessis. The periprosthetic fracture was around total hip arthroplasty. The osteosynthesis took place between feb 2008 to feb 2016 and ncb-pp or ncb-df plate were used. Review of received data. - journal article: the aim of this study is analyse differences in outcome, complication and chances of restore pre-fracture mobility of periprosthetic femur fracture around total knee arthroplasty (pftka) and total hip arthroplasty (pftha) treated with same surgical technique. 73 patients who had periprothetic fracture treated using mini-open technique or minimally invasive approach between feb 2008 and feb 2016 are included in this study. Two kinds of plates were used, the periprosthetic non-contacting bridging plate (ncb-pp) and the distal femur non-contacting bridging plate (ncb-df). At least 4 locking screws (with 8 cortices) in diaphyseal and metaphyseal areas were used. More screws were added when only 1 cortex were fixed with screw. Surgical revision was requred for 8 out of 37 patient in pftka group and 4 out of 36 patient in pftha required surgical revision. One case of dermal ulceration (loose fragment) 6 months after steosynthesis, the patient was treated by soft tissue debridement. - no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check could not be performed as the ref/lot number, plate type and the combined device (screws/cables) are unknown. Root cause analysis as the patient underwent only the soft tissue debridement in the revision due to dermal ulceration, the involvement of the product in this event is unclear. Nevertheless, possible root cause related to soft tissue damage related to the plate is analysed. Root cause determination using rmw (ncb df plate): sharp edges exposed to patient tissues due to lack of adequate design to avoid sharp edges not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Root cause determination using in rmw (ncb pp plate): sharp edges exposed to patient tissues due to lack of adequate design to avoid sharp edges not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Conclusion summary a periprosthetic fractured patient underwent revision for soft tissue debridement due to dermal ulceration 6 months after the osteosynthessis. The article does not include the reference, lot number of the plate or any detail of the event. Neither x-rays, operative notes nor office visit notes were received. Therefore, the event of this complaint cannot be confirmed. Patient medical history and rehabilitation adherence information are also unknown. In general, dermal ulceration is associated with soft tissue inflammation, impaired blood circulation and lack of mobility. For example, soft tissue damage by trauma and during surgery, a poorly healed wound and the lack of movement after the surgery are all contributing factors to this event. It is unclear if the device have involved in the reported event. One possibility is the plate irritate the surrounding soft tissue with sharp edge; however, as no trend had been identified for a similar issue, it is unlikely the device or the design have contributed to this event. Therefore, due to the lack of information and the unclear involvement of the device, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.